Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Field service engineering (fse) visited the customer to address the reported event. During servicing, the fse found that the sample detector had a bent arm hitting the turntable. Fse adjusted the bent arm back into the correct position and it ran without any errors. Fse also replaced the printer as it was not clear. The instrument was operating as expected. There was no further action required by fse. The most probable cause of the reported event was due to a bent arm on the sample height detector. The most probable cause of the unclear printing was due to a faulty printer.

Event description:
A customer reported that random 4004 turn table slip turntable error messages with the aia-360 instrument. When the error occurs, the customer is able to hear a grinding sound. They also report random short sample (ss) flags event when the sample cups are full. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of progesterone (prog), beta human chorionic gonadotropin (bhcg), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, (B)(4), per exemption number e2017013.